Manufacturer narrative:
The reported event of stylet was stuck inside the lead was confirmed. As received, a complete lead was returned in one piece. Visual inspection found the ptfe coating of the stylet was stripped and bunched with the inner coil at the distal end of the connector pin. The cause of the reported event was isolated to bunching of the stripped stylet, ptfe coating and inner coil.

Event description:
It was reported that during implant procedure, the stylet got stuck inside both leads. The leads were removed and replaced. Patient was in stable condition.